Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic impactor tip had small chips in surface. The attachment screw is heavily worn. The impactor is also heavily damaged around the area of the screw. All pieces were returned except for the small chips of material from the plastic tip. The device was manufactured in 2015 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, tip of device was slipped apart at the time, the doctor hit r3 liner in r3 cup. Device broke inside the patient and all pieces were recovered. There was no problem to hit. Products were implanted correctly. There is no delay or injury reported. Procedure was concluded with same device.